Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low within range shock impedance measurements while the patient underwent an unrelated open-chest surgery. An insulation issue was mentioned for the electrode, but further details have not been provided at this time. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. This event was already reported under report 2124215-2026-01647. All future reports will be submitted under report 2124215-2026-01647.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low within range shock impedance measurements while the patient underwent an unrelated open-chest surgery. An insulation issue was mentioned for the electrode, but further details have not been provided at this time. This device remains in service. No adverse patient effects were reported.